Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been having high blood glucose issues over the last few months and were hospitalized on (B)(6) 2017 as well as on (B)(6)2017. The customer's blood glucose level was 800 mg/dl. The customer declined troubleshooting for the high blood glucose. A follow up call will be made for the hospital information. The device will not return for analysis.